Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding pump. The customer states the unit under delivers water when in testing in biomed dept. The unit was tried at 300ml/hr for 50ml of fluid (water) but the customer is measuring less then 45ml. Not in use on patient.

Manufacturer narrative:
An evaluation of the (B)(6) pump was performed for the reported condition of, ¿pump ¿ under/over deliver ¿ outside accu.¿ the unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2014 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.